Event description:
It was reported that the patient experienced urethral erosion due to a catheter implant without deactivating the device with an artificial urinary sphincter (aus). The aus cuff, pump, and reservoir were explanted and a new aus cuff, pump, and reservoir were implanted. Should additional relevant details become available, a supplemental report will be submitted.